Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure which will decrease the functionality of the device. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a procise ez wand, the surgeon noticed that after removing both tonsils the wand's coblation effect seemed to diminish. Upon inspection, he noticed that a piece of the electrode on the tip of the wand was missing, presumably worn off. The procedure was completed using a backup device. There were no significant delays or patient complications reported as a result of this event.